Event description:
It was reported that the patient was in a skilled nursing facility and then hospitalized when a missed refill occurred. The reporter did not know if the patient experienced withdrawal. A critical alarm due to zero ml reservoir volume reached was heard and confirmed by telemetry. The reporter inquired as to what would happen if they did not refill the pump. The medications used in the pump were hydromorphone 2.5mg/ml and bupivacaine 6.75mg/ml. No further information was provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 8835 lot#, serial# (B)(4), implanted: explanted: product type programmer, patient product ID, 8 709sc lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).